Event description:
It was reported via repair work order that the rear wheel was broken which could cause an unstable cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the rear wheel was broken which could cause an unstable cot. Upon completion of the investigation it was found that the wheel hub was broken. The broken wheel hub did not stop the cot from being able to roll and maneuver for device use. The broken wheel hub did not affect cot stability.

Event description:
It was reported via repair work order that the rear wheel was broken which could cause an unstable cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.